Manufacturer narrative:
The pump alarmed motor error during the rewind due to a corroded motor home switch. Unable to perform the operating current, unexpected restart or all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests or verify the compromised force sensor system alarm due to the motor error alarms. The pump had minor scratches on the lcd window, cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a cracked case at the reservoir tube window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 186 mg/dl. The customer stated that insulin squirted out during manual prime. The customer reported drive support cap to appear normal. The insulin pump will be returned for analysis.